Event description:
A hospital in another country, reported that the rt340 adult breathing circuit was not heating properly. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber. The inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. The resistance of the heater wire on the actual device was measured. The expiratory limb heater wire resistance was found to be within specification. The inspiratory limb heater wire resistance was found to be out of specification. It measured 15.8 ohms and the allowable resistance range for the inspiratory limb is between 16.4 to 17.7 ohms. Conclusions: the breathing circuit was out of specification. We have an open CAPA project to address this issue. We are aware of other similar complaints. The occurrence rate is approx 0.002% worldwide for the last year. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.